Event description:
A 6f angio-seal sts plus vascular closure device was used to seal the right femoral arteriotomy site post percutaneous heart catheterization. A pre-deployment angiogram of the puncture site was taken. On a follow-up office visit, the patient stated he had problems jogging with the right leg going numb and pain in the right leg. The physician found the distal pulses were diminished. An angiogram revealed collaterals around the total occlusion in the right common femoral artery. The physician attempted to cross the vessel occlusion with no success. The patient was reportedly recovering.